Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump stopped working and had to see a doctor. The customer was hospitalized. The customer's blood glucose level was unknown. The customer was treated for a high reading and was released. The customer declined to speak with the helpline. Nothing was replaced or returned for analysis.